Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer's blood glucose level was not impacted. During the report, the power source alert was cleared and pump began to charge.